Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter responded to a contact from animas, regarding an incident that had happened around (B)(6) 2013: at that time the pump was intermittently shutting off on its own; the school would call stating the pump shut off. There was a crack in the battery compartment. This complaint is being reported as the power issue was not resolved with troubleshooting. The patient has already received and starting using a replacement pump, with no issues at time of this call.